Event description:
This email is for the purpose of notifying the FDA of the probable contamination of chinese manufactured material used in my recent root canal procedure. The dental history follows. I had a root canal on tooth number 30. The temporary work and the permanent procedure the following month. Part of the temporary filling of the previous month, came out which released some antibacterial agent that caused considerable discomfort but from which I recovered by a month later. The pain of the march 4 procedure was intense along the lower jaw for about seven days, abated by day ten and did not return. I took two to three tylenol extra strength tablets - for a week from the next day- and two courses of azithromycin 250 mg -for a month- but no other medications. A few days, other symptoms appeared as follows: extreme dry throat, mouth and eyes -dry eye later diagnosed by my ophthalmologist. Difficult visual focusing, mental confusion, ear ringing, feeling on the edge of passing out, severe headache, tremors, generalized muscle pain, severe anxiety. Developed slight numbness in my feet and hands that persists. The severity of the combined symptoms was extreme. The severity appeared to increase with increasing physical activity. A root canal was done on tooth number 2 or 3, four to five years ago with none of the above symptoms. My medical doctor did a brain MRI to rule out neurologically related problems. It was normal. He also did a complete blood count and a chemical blood test. They were normal. My dentist being very concerned determined from her supplier that at least one of the root canal materials was of chinese manufacture. The dental association has determined that some crowns imported from another country contained significant amounts of lead. Other than a possible contaminant, my doctor and dentist could find no apparent reason for the persistent symptoms. My college education was in chemistry and biology. I concluded that the root canal material was likely contaminated. I had the tooth extracted by an oral surgeon the following month. The surgeon's diagnosis was "non-restorable tooth no. 30 secondary to dental caries and periapical radiolucency." This was an infection of the root canal tooth. The surgeon extracted the tooth and removed the visibly infected tissue. The symptoms listed above appeared to be slowly abating. Update, ten days later: my feet and hands became somewhat more numb. Update, the next day: I woke up about 4:00 a.m. With jerking movements in my shoulders and stiff back muscles. I went to the emergency room with a severe relapse into the symptoms listed above. The ER doctor took blood and urine test samples for testing, administered 5 mg of valium and admitted me for overnight observation. Update, one day later: by morning, the tremors had stopped and other symptoms had declined. I was discharged with instructions for a follow up exam in one week. Update, three days later: substantial pain has developed in the tooth forward of the extraction. My dentist will x-ray the tooth tomorrow and the oral surgeon will reexamine the extracted tooth area. My thought process is difficult. The tremors have returned. My upper to lower back muscles are cramping severely and my leg muscles are weak. My walking movements are not well coordinated. Request: my dentist has agreed to disclose the root canal materials used and the materials information that she has. Considering that it is more likely than not that at least one of the materials was contaminated; it would appear prudent for the FDA to investigate this case. Kindly respond to this request. Diagnosis or reason for use: root canal procedure. Event abated after use stopped: no.